Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer called for assistance with basal setting. Customers blood glucose (bg) levels were between 300-400 mg/dl. The customer took a correction bolus to stabilize elevated bgs. Tandem customer support assisted customer in setting changes.

Manufacturer narrative:
(B)(4).